Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The battery was changed, and the device was rested, but the device still had a frozen display. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.